Event description:
Soreness in right knee (knee pain), stiffness in right knee [(oint stiffness), aspirated 120cc fluid (joint effusion). Case narrative: initial information received from united states on 10-sep-2018 regarding an unsolicited valid serious case received from a physician. This case involves adult male patient who experienced soreness in right knee and stiffness in right knee (latency: unknown), and aspirated 120cc fluid (latency: 3 days) while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included reactions. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate injection in the right knee at unknown dosage (lot - 8rsl031; expiration date: mar-2021) for unknown indication. On an unknown date, patient had soreness and stiffness of right knee. On (B)(6) 2018, 3 days after the hylan g-f 20, sodium hyaluronate injection, patient had aspiration of 120cc fluid and a steroid injection. It was reported that patient was continuing to have to soreness and stiffness in the right knee despite the steroid injection. Final diagnosis was stiffness in right knee and soreness in right knee. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: 8rsl031, global ptc number: (B)(4). The production and quality control documentation for lot number 8rsl031, expiration date (mar-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot number: 8rsl031, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The review had not indicated any safety issue. As of 25-sep-18 there were 4 complaints on file for lot number 8rsl031 and all related sublots: 1 complaint is on file for lot number 8rsl031: (3) adverse event reports and (1) detached luer lok hub. Sanofi would continue to monitor complaints to determine if a CAPA was required. Corrective treatment: not reported for aspirated 120cc fluid, steroid injection for rest of the events the patient outcome was reported as unknown for aspirated 120cc fluid; not recovered / not resolved for rest of the events. Seriousness criteria: intervention required for all events. Follow-up information was received on 18-sep-2018. No new information was added. Additional information was received on 25-sep-2018. Global ptc number and ptc results were added. Text amended accordingly. Follow up was received on 25-sep-2018. No new information was received.